Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history? Please clarify what is meant by ¿mesh sling in-growth¿ in the vaginas anterior wall? Is it the same event as the mesh sling erosion or is it a different event? Please provide surgical findings of mesh removal procedure? Why was the removed/cut piece of mesh sling sent to cultivation specifically for actinomyces/actinomycetes? What were the culture results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will be the product returned? Shipping date and tracking information?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. The surgery had a good effect. In (B)(6) 2019, during examination, a mesh in-growth in the vaginas anterior wall was found. It was also reported that the patient have cin2 changes in portio biopsy and there was contact / and blood spotting. In (B)(6) 2019, the mesh found to be eroded in almost all the vaginal area/length. The mesh was cut, and the removed/cut piece of mesh was sent to cultivation for actinomyces/actinomycetes. The patient had also a conization treatment due to the mentioned cin2 changes. Additional information has been requested.